Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned noting the patient was deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: 407645 implantable pacing lead implanted: 2007 (B)(6); 694965 implantable tachy lead implanted: 2007 (B)(6); 419688 implantable pacing lead implanted: 2012 (B)(6).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a mortuary with no additional patient information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device and left ventricular lead were implanted.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.